Manufacturer narrative:
(B)(4). The caravel microcatheter was returned for evaluation. The entire tip, 5mm in length, was missing. Shaft strands were disarranged by accumulated torsion. Microscopic observation of the torn end found that scratches likely caused by contacting calcium were on the shaft surface. Circumferential cracks were observed proximal to the torn end of the tip, indicating tensile stress had contributed to tip separation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to separation of the tip. The applied stress would exceed the product design limit when the tip was screwed into and became trapped in the heavily calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter broke off during a pci to treat a heavily calcified, moderately tortuous 90-99% occlusion in the mid lad. After managing to cross the critical proximal to mid lad lesion with an asahi fielder xt-r guide wire. Due to complexity of the lesion, a 7f guideliner was used to support throughout the case. Initially a turnpike microcatheter was delivered in order to exchange for a rotawire but would not cross. Then a 1.0 sapphire balloon was edged in and performed balloon assisted microdissection (bam) in an effort to modify calcified plaque (ruptured at 20 atm). At this stage a caravel was delivered but would not cross. Another bam was performed for the second time with a 1.25 balloon (again ruptured). Despite this, the caravel still would not cross; it was pushed firmly with slight back and forward rotation - but not constant rotation. Then the caravel was nosed in to the lesion in an attempt to free-wire with a floppy rotawire for high-speed rotational atherectomy (hsra). Delivery of the rotawire was managed. On retracting the caravel which was stuck in the lesion, the shaft snapped leaving the tip wedged in-situ (despite bringing 7 f guideliner up to the microcatheter to support pulling it back) and guide recoiled back, losing guide and wire position. The patient had timi 2 flow in the lad and some chest pain. Ischemia was settled with iabp. Rewiring was unable to achieve due to microchannel, the procedure was terminated and heparin infusion and CABG was planned the following day. On (B)(6) 2020, the patient had CABG; the separated tip was left as is because it was tightly wedged in calcium. The patient was discharged home well on (B)(6) 2020.